Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, the date the patient had an office visit due to symptoms. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a stress incontinence + sling placement procedure performed on (B)(6) 2018 for stress incontinence. Postoperatively, the patient was seen for an office visit on (B)(6) 2019 due to frequency, dysuria, and urinary tract infection (urine positive for white blood cells and urates). She was prescribed triprim 300 mg tablet (trimethoprim) 1 daily.